Manufacturer narrative:
The reported issue was inconclusive. The device was not returned. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be t2 failure. However, there was insufficient information to confirm this potential root cause. Artic sun device has been alarming 74 (non-recoverable system error, secondary outlet water temperature sensor out of range, low resistance). They had already tried powering off and back on multiple times, but alarm keeps returning. Advised to swap out device and send this one to biomed. Confirmed another device was available. Walked through adjusting cool time and continuing therapy. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid.

Event description:
It was reported that artic sun device has been alarming 74 (non-recoverable system error, secondary outlet water temperature sensor out of range, low resistance). They had already tried powering off and back on multiple times, but alarm keeps returning. Advised to swap out device and send this one to biomed. Confirmed another device was available. Walked through adjusting cool time and continuing therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that artic sun device has been alarming 74 (non-recoverable system error - secondary outlet water temperature sensor out of range ¿ low resistance). They had already tried powering off and back on multiple times, but alarm keeps returning. Advised to swap out device and send this one to biomed. Confirmed another device was available. Walked through adjusting cool time and continuing therapy.